Event description:
The pump was returned for investigation. Investigation revealed an internal motor defect. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed a call service alarm for occlusion during prime operation. During investigation, it was not possible to perform a rewind, load and prime function. The pump was not able to be exercised for 24 hours. The pump was opened for investigation and revealed an internal motor defect; there was visible corrosion on the ball seal that prevented it from spinning.